Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reporting of this complaint was based on available information that indicated a malfunction that could lead to a hazardous situation. However, our investigation has revealed that this was not the case and with the results at hand now it should not have been reported. According to the new information received from field service engineer (fse), the reported flow transducer test failed during pre-use check was solved by cleaning the inspiratory pipe from the dust. After cleaning, the ventilator passed all functional and safety tests and was cleared for clinical use. The received logs confirm the reported flow transducer test failure during pre-use check in 2023-06-21. This type of failure will be detected during pre-use check.

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. H4 ¿ manufacture date - previous manufacturing date: missing, corrected manufacturing date: 12/20/2006. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref.#: (B)(4).